Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10 ¿ concomitant medical product received on: 23jan2020. Investigation - evaluation. A purchasing agent from (B)(6) medical center informed cook of an incident involving a yueh centesis disposable catheter needle. On 14jan2020 a piece of hair was found in the packaged product. This occurred in the stockroom and was not intended for an upcoming procedure. A review of the complaint history, device history record, and quality control of the device, as well as a visual inspection, were conducted during the investigation. The complainant returned one unopened device to cook for investigation. A piece of hair was found in the sealed pouch. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risk specification document has concluded that adequate risk controls are in place to capture this potential failure mode before distributing the product to the customer. The complaint product does not come supplied with an instructions for use (IFU) insert, so a review of the product labeling could not be completed. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot found two nonconformances related to this incident. One non-conformance is for loose foreign matter. This affected a quantity of one product that was reworked. The other non-conformance is for foreign matter embedded in the packaging material. This affected a quantity of one that was scrapped. Both are checked 100% in qc before released from packaging. A database search was completed on the complaint lot and no additional complaints were found. There are adequate inspection activities established, objective evidence that the DHR was fully executed and no additional complaints from the same lot. Therefore, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, the examination of foreign matter sealed inside the unopened device, and the results of the investigation, it was concluded that a manufacturing and quality control deficiency was the main cause of failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: purchasing. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that upon the device being stocked the user found a "hair, believed to be an eyelash" within the closed product packaging. This occurred while stocking and was not during any procedure. No patient contact was made. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.